Event description:
It was reported that the pump¿s screen intermittently behaved erratically and the sleep/wake button was sometimes unresponsive, requiring multiple presses; the user provided a photo, demonstrated the issue during the call, and a replacement device was arranged. Investigation included customer interview and request for visual evidence. Further investigation of this case revealed a suspected screen or button malfunction without evidence of external damage. No user related to clinical symptoms during the event were reported. Outcomes included no alerts or alarms and no effect on blood glucose. It was concluded that, based on previously established findings for similar reports, the device exhibited a hardware malfunction of the display or power/sleep control, and a replacement device was provided.